Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that the patient¿s device had a power on reset (por) error code and that they were experiencing a loss of therapy. The implantable neurostimulator (ins) battery measurement was okay at 2.64v. It was noted that the patient was not receiving adequate therapy and that the issue began on (B)(6) 2016. The manufacturer attempted to clear the por using a clinician programmer 8840. They interrogated the ins, checked longevity, and ran electrode impedances tests. When testing at 1.5v 210usec 30hz, contacts 4 and 7 were at >4000 ohms and contacts 1-3 and 5-6 were at 1442 ohms. At 3v 450usec 30hz, contact 1 was at 1553 ohms, contacts 5-6 were at 2059 ohms, contacts 4 and 7 were >4000 ohms, and contacts 2-3 were unknown. It was noted that the patient didn¿t feel anything during the impedance tests. The manufacturer representative was going to attempt to program using visible contacts to see if they could get therapy for the patient being that both the patient and manufacturer representative were unsure what the previous programming settings were. No further information was provided regarding the outcome of this event. Indication for use is postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.